Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/26/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be intact with no visual defects. The insulation of the hot jaw was observed to be peeled but remained attached to the jaw. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire", as well as the analyzed failure "peeled; jaw/delaminated" was confirmed. The lot # 3000364115 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal prong in the jaws came loose. The jaws were closed and pointed to the middle as it was inserted into the cannula. The power was set to 3. Nothing detached into the tunnel. Harvester was unable to reattach it to the jaws and a new kit had to be opened. 10 minute delay to set up the new kit. No injury was done to the patient.